Event description:
On (B)(6) 2010, pt reported the infusion device piston rod was not functioning correctly. Piston rod made a grinding noise and moved in a swaying motion during retraction and extension. Blood glucose elevated to 434 mg/dl, and pt believed this was due to the piston rod. She ate one meal prior to report and said blood glucose should not be that high. Target blood glucose is 150-180 mg/dl, and she delivered insulin as a correction for hyperglycemia. Patient switched to backup infusion device. F/u was completed on (B)(6) 2010, and blood glucose has returned to normal range. Infusion device was replaced and requested for eval. The patient did not require treatment from a health care professional or second party to address the issue.